Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 727047-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, intramural leiomyoma of uterus, grand multiparity, female sterilization, uterine fibroid, cervical dysplasia, uterine enlargement and nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), allergy to metals ("nickel - diagnosed post-essure"), migraine ("migraine"), fatigue ("fatigue") and skin disorder ("skin condition"). The patient was treated with surgery (hysterectomy(full) , salpingectomy(bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, dyspareunia, rash, allergy to metals, migraine, fatigue and skin disorder outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion: on (B)(6) 2010. Two coils remained visible on the left side. Three coils were noted to be remaining on the right after removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result : bilateral occlusion. Lot number reported 727047 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 727047-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, intramural leiomyoma of uterus, grand multiparity, female sterilization, uterine fibroid, cervical dysplasia, uterine enlargement and nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), allergy to metals ("nickel - diagnosed post-essure"), migraine ("migraine"), fatigue ("fatigue") and skin disorder ("skin condition"). The patient was treated with surgery (hysterectomy(full) , salpingectomy(bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, dyspareunia, rash, allergy to metals, migraine, fatigue and skin disorder outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2010. Two coils remained visible on the left side. Three coils were noted to be remaining on the right after removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result : bilateral occlusion. Lot number reported 727047 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 727047) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, intramural leiomyoma of uterus, grand multiparity, sterilization, uterine fibroid, cervical dysplasia, uterine enlargement and nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), allergy to metals ("nickel - diagnosed post-essure"), migraine ("migraine"), fatigue ("fatigue") and skin disorder ("skin condition"). The patient was treated with surgery (hysterectomy(full) , salpingectomy(bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, dyspareunia, rash, allergy to metals, migraine, fatigue and skin disorder outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2010. Two coils remained visible on the left side. Three coils were noted to be remaining on the right after removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result : bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-apr-2021: medical record received: lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), allergy to metals ("nickel - diagnosed post-essure"), migraine ("migraine"), fatigue ("fatigue") and skin disorder ("skin condition"). The patient was treated with surgery (hysterectomy(full) , salpingectomy(bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, rash, allergy to metals, migraine, fatigue and skin disorder outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, rash and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop data updated. Events: menorrhagia (heavy menstrual bleeding), dysmennorhea (cramping),dyspareunia (painful sexual intercourse), rash/skin condition, nickel - diagnosed post-essure, migraine, fatigue were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.